Event description:
Total hip replacement on (B)(6) 2012. Implant components included: stryker secur-fit max stem, mdm cementless liner, trident psl solid back ace tabular shell, mdm x3 insert for mdm liner and a c-taper lfit head. Had post-surgical pain in hip, groin and thigh, swelling and walked with a limp. Original surgeon did not pursue. Hip revision surgery performed in (B)(6) 2013 at (B)(6) hospital. Surgeon removed the metal liner and "saw some degree of corrosion at the dome of the metal liner between the chrome cobalt metal liner and the titanium shell".